Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. Patient stated that they recently went to a (B)(6) theater with chair that rocks back and forth, came out and saw light flashes in their right eye, not sure if there could be any interaction with device and theater speakers. Patient stated this was the first time they noticed this, was not sure if they were close to the speakers. No falls/trauma that could be related to the issue was reported. Patient was redirected to follow-up with the health care professional (hcp), to address the symptoms. Compatibility guidelines regarding sleep monitoring devices were reviewed with the patient. No further patient complications were reported/ anticipated as a result of this event.